Event description:
It was reported "the pivot pin got detached from the applier and the jaws were misaligned during use. Therefore, the applier was replaced with a new one to complete the procedure. No patient injury occurred. It is unknown if any fragments fell/remained in the patient at present." The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-pc. Lot in november of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are loose and misaligned and bent to the left in the bent/damaged outer tube assembly and the jaw pivot pin is pulled thru one side of the outer tube assembly. Further evaluation shows that the knob rotation and handle to jaw mechanisms are both dry and sluggish feeling and in need of proper lubrication. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod is bent, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the jaws to be loose and misaligned and bent to the left in the bent/damaged outer tube assembly and for the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly and for the drive rod to become bent and for its bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and properly lubricated and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the pivot pin got detached from the applier and the jaws were misaligned during use. Therefore, the applier was replaced with a new one to complete the procedure. No patient injury occurred. It is unknown if any fragments fell/remained in the patient at present." The patients current condition is reported as "fine".